Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported problem could not be duplicate and no malfunction was found during the investigation. Performed calibration verification, functionality, and safety checks passed factory specifications. The ventilator released for clinical service upon completion. The received logs revealed expiratory minute volume low and no patient effort alarms dated (B)(6) 2021. The technical log does not include any errors that may be associated with a ventilator malfunction at (B)(6) 2021. The ventilator passed pre-use check at the mentioned date. The cause of the for the reported problem has not been determined.

Event description:
It was reported that the ventilator had inaccurate volume. There was no patient harm. Manufacturer's ref.:#(B)(4).